Manufacturer narrative:
Citation: baldetti l et al. Outcome of patients undergoing transcatheter implantation of aortic valve with previous mitral valve prosthesis (optimal) study. Can j cardiol. 2019 jul;35(7):866-874. Doi: 10.1016/j.cjca.2019.03.028. Epub 2019 apr 16. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the procedural and early outcomes in patients with a previous mitral valve prosthesis who underwent transcatheter aortic valve replacement. All data were retrospectively collected from 12 centers between march 2008 and august 2017. The study population included 153 patients (predominantly female; mean age 77 years), 69 were implanted with medtronic corevalve (45) or evolut r (24) bioprosthetic valves. No serial numbers were provided. Among all patients, the procedural, 30-day/in-hospital, and late mortality rates included: 1, 5, and 26 deaths, respectively. Complications such as fatal bleeding (2 cases) and hemorrhagic stroke (1 case) were reported. However, multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: new permanent pacemaker implantation, second transcatheter valve implanted due to high implant of initial valve (1 corevalve case), valve embolization causing interference with mitral prosthesis requiring full valve retrieval and repositioning (1 corevalvecase), partial transcatheter valve retrieval due to low implant, cerebrovascular accidents (stroke or transient ischemic attack), myocardial infarction, new-onset left bundle branch block, major vascular complications with major, severe or life-threatening bleeding, hypovolemic shock, moderate aortic regurgitation/paravalvular leak, and high mean aortic gradients. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.